Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during bolus and basal. The customer also reported that the device had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Review of the alarm history showed that multiple motor error alarms had occurred. Blood glucose level at the time of the incident was 457 mg/dl, which had already been treated. During troubleshooting, the customer was able to get insulin to exit the tubing without am alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.